Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Sales representative reported packaging defect where the outer packaging stuck to the inner packing and the scrub tech had issues getting it onto the sterile field. This record is for unknown side. Device implanted.